Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the jawline jw 4, jw 5 and c2 with juvéderm® volux¿ and juvéderm® voluma¿. Approximately a year later, patient developed a painful swelling due to an infection and was treated with oral steroids (prednisolon 50 mg over several days). Events resolved. Six months later, patient had a covid-19 (astra zeneca) vaccination. One day after vaccination, the painful swelling re-appeared at the injection site. Painful swelling is ongoing.